Event description:
It was reported that, the catheter leaked while flushing and there was a pinhole in the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. The product returned for evaluation was a proximal segment of a 4fr s/l groshong nxt catheter. The returned catheter segment contained the proximal connector with the extension leg, the distal two-piece connector, and a small segment of the catheter shaft. A small semi-circumferential split was seen in the catheter shaft, 0.07¿ distal of the two-piece connector strain relief sleeve. When an attempt was made to flush the catheter with water from a syringe, the catheter was patent to infusion. However, a small bubbling leak was observed emanating from the split in the tubing. No additional leaks were found when the sample was hydraulically pressurized. Microscopic examination of the split site revealed that the edges of the split were straight and slightly angled with respect to the axis of the tubing. The terminating end on one of the sides of the split had a small v-shaped jog. The inner diameter, outer diameter, and wall thickness were measured on the catheter shaft and were found to meet the device specifications. No defects or deformities related to the manufacturing process were evident on the sample. Although a leak in the catheter could be confirmed, the exact cause could not be determined. Possible contributing factors could include sharp instrument damage, damaged from the stylet, suture damage, or material fatigue. A lot history review (lhr) of reeu3582 showed no other similar product complaint(s) from this lot number. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that, the catheter leaked while flushing and there was a pinhole in the catheter. There was no reported patient injury.